Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50, (B)(4) & (B)(4), description: enh st ld kit, 50 cm. The explanted leads will not be returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
The explanted ipg passed visual and performance tests done. The device exhibits normal device characteristics. Visual inspection of the explanted leads revealed damages done to the leads is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was explanted due to an abcess. The location is unknown. The physician does not believe that the abcess was device or procedure related and no further information was provided to bsn.

Event description:
A report was received that the patient was explanted due to an abcess. The location is unknown. The physician does not believe that the abcess was device or procedure related and no further information was provided to bsn.